Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: synergy ous mr 3.50 x 24 mm stent delivery system was returned for analysis. A visual examination of the stent found that stent struts on the first 3 proximal stent struts rows were lifted. The undamaged stent outer diameter was measured and was within maximum crimped stent profile measurement. Stent damage most likely occurred when this stent interacted with an already placed stent. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 3.50 x 24mm synergy ii drug-eluting stent (des) was advanced for treatment; however, it got caught in the previously implanted stent and unable to cross. The device was removed and a guidezilla guide catheter extension was used but the stent still failed to cross. A non bsc guide catheter extension was then used and the same stent was reinserted but it was noted that the edge part of the stent got lifted. A 3.0x24mm synergy des was advanced and successfully completed the procedure. No patient complications were reported.